Event description:
Sapphier pump 1/2 set tubing at connection site cracked when disconnecting from full set upon arrival to picu, causing need to get new insulin infusion. Concern: the half sets from eitan medical seem to crack at the connection when attempting to disconnect.